Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 26-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('joint and muscle pain') in a 40-year-old female patient who had essure (batch no. D31454) inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced musculoskeletal pain (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the musculoskeletal pain had not resolved. The reporter provided no causality assessment for musculoskeletal pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kgs. Batch no d31454, production date 2014-11-26, expiration date 2017-11-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('joint and muscle pain') in a (B)(6) year-old female patient who had essure (batch no. D31454) inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced musculoskeletal pain (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the musculoskeletal pain had not resolved. The reporter provided no causality assessment for musculoskeletal pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.